Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulation was ¿buzz buzz¿ this morning rather than a slower rate. Stimulation was adjusted from 75 down to 15 but that did not help. They went back to clinician settings, but it came on at 9.60. It sounded like the patient was in excruciating pain. He was eventually able to lower stimulation and it was stimulation that he wanted. Initially it was just too high. It was noted that patient was in the hospital for an infected sore that was not related to the spinal cord stimulator (scs). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.